Event description:
During a case, the user reported that there was a loss of gasses and that the ventillator was not functioning. The machine posted a negative pressure error message. The user flushed the system and was unable to manually ventilate the patient. The patient was manually ventilated with an alternate device and the machine was replaced. No patient injury.

Manufacturer narrative:
A distributor's service representative performed an evaluation of the machine. Performance testing found the machine to function normally. The reported symptom could not be reproduced. The device log was sent in for evaluation. A review of the service log indicates that a negative pressure applied dialog was activated at the time of the reported occurrence. The ventilator would have stopped operation and waited for the operator to go through a procedure to clear the condition. No other atypical notations were observed in the log at the time of reported occurrence. The reported symptom was likely attributed to unregulated suction applied to the breathing system as determined by the negative pressure message being posted by the device in the log. The device posted the proper indication with instructions to overcome the condition.